Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device reads 888 and all the lights light up. Reads fine at times then all the lights turn on again. Seems to flicker a lot. Additional information from the customer indicated that when the device would read the correct values, it would flash 888 and then flash back to the values. This device would intermittently display actual measured values. There were no audible alarms present when 888 was displayed. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.